Event description:
Reporter indicated that the site's handheld computer would not turn on. Troubleshooting was performed, but did not resolve the issue. The device was returned for analysis, which confirmed the reported event. The cause for the event was found to be a blown fuse. Once the fuse was replaced, the device performed according to specifications, and no anomalies were observed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.